Event description:
It was reported that no electrogram was collected for a ventricular high rate episode as it was very close to the battery/lead measurement time. A loss of telemetry was also noted. The device remains in use. There were no reported patient complications as a result of this event.

Event description:
It was reported that no electrogram was collected for a ventricular high rate episode as it was very close to the battery/lead measurement time. A loss of telemetry was also noted. It was also reported that on the remote transmission, the stored electrogram does not show the markers. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.